Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further review of the device¿s interior, there was heavy corrosion and some rust just about everywhere. Unable to perform the displacement, and self tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water. Customer stated the keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.